Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to far p-wave oversensing and myopotential oversensing. The myopotentials were not reproducible in clinic with additional testing. Programming changes were made and the patient will continue to be monitored.